Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it was surmised that the malfunction of the cable unit caused the communication failure and the reported phenomenon that occurred. The cause of the cable unit failure was water leakage from the cable. Therefore, it is presumed that the cable deteriorated due to water penetration, resulting in a failure. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was received and evaluated at rrc (regional repair center) olympus, (B)(4). Device inspection , the following were found: the cable is leaking. In addition, cable was observed to be strongly bent and twisted. The cable was broken and this caused the picture/ image on the monitor disappeared, visual field was lost. The cable needs to be replaced. Service repair noted that cable damage was assumed to be wear and tear damage caused with increasing use/time. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, during device return inspection, faulty cable was determined. No picture on the monitor was observed. There was no patient involvement associated on this reported event. No user injury was reported.